Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4157654, medical device expiration date: 11/30/2015, device manufacture date: 06/06/2014. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) were producing micro-clots. No serious injury or medical intervention reported.